Manufacturer narrative:
The complaint was originally determined to be a malfunction reportable event on (B)(6)2019 and reported to the FDA through the quarterly voluntary malfunction summary reporting (vmsr) program. Bdpi received a notification from the FDA on (B)(6) 2019 stating that the procode knt is ineligible for the vmsr program; therefore, the MDR date of awareness was modified to reflect the date of the FDA notification of procode ineligibility. Manufacturer review: a lot history record could not be completed as the lot number was not provided. Investigation summary: one tri-funnel 20f was returned for evaluation. Visual and functional evaluations were performed. The investigation is unconfirmed for leak/air within the inflation conduit, as no air leakage was noted when the balloon was deflated. Both ports on the feeding tube were not patent to infusion and aspiration due to excess residue in the lumens. The balloon was inflated with 20cc of water. The balloon was massaged and no leaks were noted. Although the complaint of air within the inflation lumen of the feeding device could not be confirmed, and therefore a definitive root cause could not be determined, labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that immediately after the feeding tube placement, as the gastrostomy feeding tube was filled with sterilized water and then drained from the balloon, the air was allegedly identified in the feeding tube. There was no reported patient injury.

Manufacturer narrative:
The complaint was originally determined to be a malfunction reportable event on 07/05/2019 and reported to the FDA through the quarterly voluntary malfunction summary reporting (vmsr) program. Bdpi received a notification from the FDA on 9/16/2019 stating that the procode knt is ineligible for the vmsr program; therefore, the MDR date of awareness was modified to reflect the date of the FDA notification of procode ineligibility. The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that immediately after the feeding tube placement, as the gastrostomy feeding tube was filled with sterilized water and then drained from the balloon, the air was allegedly identified in the feeding tube. There was no reported patient injury.